Event description:
Complaint reported as: the nipple broke away from the adapter and remained inside the tubing. The adapter was attached to infant flow connecting tube. It broke off at the humidifier connector area on the infant fabian CPAP machine. There was a "pop" sound and a large flush of air escaped from the broken area. The baby was removed from the machine and the respiratory therapist was called. According to customer, baby was later released from hospital/ no harm occurred to the baby. Ventilator used by the customer was checked by trudell technician and no issues were found with the operation of the unit. No patient harm or desaturation was reported. There was no report of medical intervention or delay in therapy.

Manufacturer narrative:
Qn# (B)(4).the sample was returned for evaluation. A visual exam was performed and it was observed that the plastic tubing was found assembled to the adaptor, which is not part of the manufacturing process. It was also noticed that the nipple broke away from the adaptor and remained inside the tubing. No other issues were found. Based on the investigation performed, the reported complaint was confirmed. Although, with the condition observed on the sample, there is not enough evidence to assure that this damage was originated during the manufacturing assembly or molding process. The root cause for the condition reported could not be identified.

Manufacturer narrative:
Qn#1900078567. Complaint verification testing could not be performed as no sample was returned for analysis. A visual inspection of the product involved in the complaint was performed on a picture received by the customer of product code 1423 (adaptor, oxygen tubing,22mm). During the visual inspection was found a plastic tubing assembled to the adaptor, that is not part of the manufacturing process of product at teleflex nuevo laredo. In the picture it is appreciated a damage in the piece since the nipple broke away from the adapter and remained inside the tubing, as it's described in customer complaint. No other issues were found. Although, with the condition observed on the picture provided, there is not enough evidence to assure that this issue was originated during the manufacturing assembly or molding process. The root cause for the condition reported could not be identified. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: the nipple broke away from the adapter and remained inside the tubing. The adapter was attached to infant flow connecting tube. It broke off at the humidifier connector area on the infant fabian CPAP machine. There was a "pop" sound and a large flush of air escaped from the broken area. The baby was removed from the machine and the respiratory therapist was called. According to customer, baby was later released from hospital/ no harm occurred to the baby. Ventilator used by the customer was checked by trudell technician and no issues were found with the operation of the unit. No patient harm or desaturation was reported. There was no report of medical intervention or delay in therapy.